Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. Patient mentioned they had to charge their ins every day after getting a full charge on their ins; pt said they brought this up to their healthcare provider (hcp) and manufacturer representative (rep) and pt said they were told they should be getting 1.5-2 days of charge. Patient said that after the car accident, they could not get good therapeutic relief from the device and patient said they had been reprogrammed 7 times since the accident. Patient had a loss of efficacy. The patient still did not get relief from their spinal cord stimulator (scs). Patient had 2 mris and several back x rays, but healthcare provider said the only thing they could say was that the patient's leads had shifted about 1 cm, but hcp said that should not be enough for the lack of relief. Pt said rep. Had to bypass an electrode because at least 1 electrode was not useable. Pt said they had to go for reprogramming every month. Hcp had told pt to not adjust settings on scs device, so agent did not adjust settings with pt on call. Pt was redirected to hcp to further address the issue. Patient has had increased low back pain since the mva, it exacerbated their chronic low back pain. They have gone to the emergency room as well. It was reported that there were no findings on the x-ray. 2024-apr-19: additional information was received from a manufacturer representative (rep). The rep reported that after implant, 1cm or less migration could be considered normal movement. This did not affect the way they programmed the patient¿s therapy. Rep reported they are aware the patient is charging every day and stated many patients charge every day.

Manufacturer narrative:
B3: date is estimated; month and year are valid. D11: section d information references the main component of the system and other applicable components are the leads. Product ID 977a260, serial# (B)(6). Implanted: (B)(6) 2020. Product type lead product ID 977a260, serial# (B)(6). Implanted: (B)(6) 2020. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.